Manufacturer narrative:
Initial.

Event description:
It was reported that a user contacted support regarding a sensor concern and described fluctuating blood glucose levels with a reported low blood glucose value of 54 mg/dl and a high blood glucose value of 276 mg/dl while using an ilet system with a libre 3+ sensor and 6 mm/23 in infusion set, noting frequent under-announcement of meals or no announcement after their typical dose increased. The event was characterized as an incorrect procedure or method related to user interaction with the device interface. No adverse clinical symptoms associated with episodes of hypoglycemia and hyperglycemia. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user and analysis of information provided and transferred for additional training; oral glucose was identified as a treatment option as appropriate for low glucose. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions associated with meal announcements and the user interface. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.